Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified, yellow particles on the surface of the shell, broken shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis. It is not possible to determine, the cause of the event.

Event description:
Healthcare professional reported, right side ruptured. Implant "pain", "lobulated along superior margin", "irregular folds". The device has been explanted.

Event description:
Healthcare professional reported "pain", "lobulated along superior margin", "irregular folds".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side ruptured implant. The device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported right side ruptured implant. The device has been explanted..